Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Claims chair caught fire in front under user's legs.

Manufacturer narrative:
The device was returned and evaluated. There was no evidence of fire anywhere on the device. The device was fully functional.

Event description:
Claims chair caught fire in front under user's legs.